Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that customer experienced hyperglycemia. The customer¿s blood glucose level was 423 mg/dl. The customer was treated with insulin pump. The customer was advised to discontinue the use of insulin pump and revert to back up. The customer declined troubleshooting. The insulin pump will not be returned for analysis.